Event description:
It was reported that during a recanalization procedure, the tip of the device allegedly got frayed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2022).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser iq ultrasonic cto device was returned for evaluation. Distal tip separation and catheter tear were noted to the returned device. There were no fibers noted to the returned crosser iq. Based on the findings, the investigation is confirmed for the identified material separation and the catheter tear issues. However, the investigation is unconfirmed for the reported material frayed issue. A definitive root cause for the reported material frayed, identified material separation and the catheter tear issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2022), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the tip of the device allegedly got frayed. There was no reported patient injury.